Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's reservoir would get filled with air bubbles, causing complications. Customer's blood glucose was 206 mg/dl and she was reportedly sick. The air bubbles were reportedly a recurring issues, usually happening about 12 to 24 hours after the cannister is inserted. Customer stated that once she would purge the bubbles, the insulin pump would work as it should. She further stated that when priming the tubing to get the bubbles out, insulin would be diminished. Nothing further reported.